Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Three (3) unused samples received on (B)(4) 2011 and tested on (B)(4) 2011. Results from the investigation are as follows: sample# 1 marked by the customer, was tested: tube was carefully examined. Foreign substance was observed and considered "not acceptable" as per inspection criteria. Samples #2 unmarked by customer was tested: one unit of returned product was carefully examined, and foreign substance was found floating inside the pack near to the side seal of the pack and considered "not acceptable" as per inspection criteria. Sample # 3, unmarked by the customer, was tested: tube was removed and carefully examined. Foreign substance on the balloon wall was found and was considered "not acceptable" as per inspection criteria. Review of assembly records showed no signs of associated defects detected during the 100% light test. It is concluded that the complaint was confirmed as per returned sample. An internal corrective event has been taken for a similar complaint, and this lot particular lot #607645r001 identified was confirmed to be manufactured before implementation of the CAPA. Note: this MDR is being reported as a result of a retrospective review of complaints conducted by (B)(4) for complaints received from may 1, 2011 - september 30, 2013. (B)(4) will continue to track and monitor such complaints according to (B)(4) complaint handling and CAPA procedures.

Event description:
Details of the complaint: "qty : 3 description : foreign substance in pkg. - dust"